Event description:
A customer in the us alleged that an invalid result was sent from the cobas s 201 pooling data management (pdm) server ( part number 04706277001; s/n (B)(4)) instead of the expected negative result. The software version was configuration c -mr1. The customer stated that their pdm server was not transmitting results to the lis so they rebooted the server. After the reboot, the customer alleges that the pdm server transmitted an invalid result to their lis. The expected result was negative. The customer states that the sample result was originally invalid and was repeated, which generated a final result of negative. The customer reported that the invalid result was sent to their lis instead of the final negative result.

Manufacturer narrative:
(B)(4). The customer alleged that an invalid result for a donor ID was sent to the lis instead of the expected (B)(6) result. Trace files and database records, as well as reports from the customer's system and event logs from the data station / server were provided to the pdm software developer for investigation. The investigation did not reproduce the issue. The conclusion was that the software / server behaved as expected and no lis export was performed before the result received the status of complete, (B)(6). No invalid results were sent from the pdm server to the lis.(B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).